Event description:
During a surgical procedure and while managing the patient, the anesthesiologist noted an increase in the co2 levels during patient rebreathing. The physician noted that the patient was rebreathing up to 5mmhg carbon dioxide per breath. Expired carbon dioxide was normal at 35mmhg. O2 flow had to be set up at greater than 6 liters per minute to overcome the inspired carbon dioxide level. Biomedical engineering was contacted to troubleshoot. Biomedical engineering contacted manufacturer of anesthesia machine and rebreathing circuit to determine root cause. Similar events to this happen almost weekly at this facility. Anesthesia machine settings: mode: volume control, breaths per minute: 15, tidal volume: 500ml, peep: 0cmh2o, agent: desflurane, o2 flow: 1.2lpm (physician increased flow to > 5lpm to eliminate and zero inspired co2 levels). Anesthesiologist noted these were typical setting used in order to conserve agent. The soda lime canisters were the 1l disposable style. There was no indication of depletion (bluing of the soda lime. Additionally: the respiratory gas module (rgm) had the sample port connected at the disposable patient circuit wye and there was no extension tube used. Manufacturer response for anesthesia delivery unit, avance 2 (per site reporter): awaiting manufacturer's response and follow up.